Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient experienced a hypoglycemic event and loss consciousness. The patient was treated by the family with a glucagon injection. Besides that, the patient was also given honey and carbs. When a fingerstick was taken, the cgm was reading 8.0 mmol/l and the blood glucose reading was 1.5 mmol/l. No further treatment was reported to have been needed and no medical attention was sought. The patient recovered after 2 hours. During the 2 hours the cognition was affected. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.